Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because a sample was not returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
According to the maude report (MDR report key# (B)(4)) "right upper extremity arteriovenous fistula declot arrow trerotola percutaneous device utilized for declot tip of device retained in patient due to device failure. No adverse effects to patient and no additional procedures required. Patient was found to have chronic occlusion of the proximal right innominate vein with thrombus present in the mid/distal right innominate vein. Initial reconstruction attempts did yield a small patent channel through the area with central flow restored. During this portion of the procedure, a small distal portion of the mechanical thrombectomy device sheared off within the area of the chronic occlusion and embedded within the vessel wall. This was disclosed to the patient and has no clinical sequelae.

Event description:
According to the maude report (MDR report key# 8431572) "right upper extremity arteriovenous fistula declot arrow trerotola percutaneous device utilized for declot tip of device retained in patient due to device failure. No adverse effects to patient and no additional procedures required. Patient was found to have chronic occlusion of the proximal right innominate vein with thrombus present in the mid/distal right innominate vein. Initial reconstruction attempts did yield a small patent channel through the area with central flow restored. During this portion of the procedure, a small distal portion of the mechanical thrombectomy device sheared off within the area of the chronic occlusion and embedded within the vessel wall. This was disclosed to the patient and has no clinical sequelae.

Manufacturer narrative:
Qn#(B)(4). The customer returned a 5fr ptd catheter, the product lidstock and a small rubber piece of material for evaluation. The catheter was returned with the basket retracted inside the sheath. Dried blood was observed on the catheter sheath. Visual examination revealed that the distal end of the black pebax tip was separated from the rest of the tip. Initially, it appeared the small rubber material was the separated tip; however, the material had a slightly different surface appearance under magnification and the material had a jagged teeth shape on one side which is not consistent with the ptd basket tip material. Therefore, the small piece does not appear to be part of the ptd device. This is consistent with the customer report that the tip was "retained in patient." Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material was twisted and deformed adjacent to the connector, indicating a stress related tear. The basket was able to advance from the sheath body as expected. A significant amount of biological material were found in the basket. All of the basket wires were intact and secured within the basket connectors. No other defects or anomalies were observed with the ptd assembly. The remaining portion of the black pebax tip attached to the basket measured approximately 0.164" in length. Therefore, at least 0.3516" of the tip is missing based on the tip length specification of 0.5156"-0.5626" per ptd basket product drawing. The foreign rubber material piece was 2.5 mm in length. The ptd basket was able to rotate as expected when attached to a lab inventory rotator. A device history record review was performed on the ptd device and no relevant findings were identified. The instructions-for-use (IFU) provided with this product states under general warnings that the ptd device is not for use in stents. It provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudo aneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was broken off. The tip material appeared twisted and deformed, indicating a stress related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4). There is no other information or contact information available at this time.

Event description:
According to the maude report (MDR report key# 8431572), "right upper extremity arteriovenous fistula declot arrow trerotola percutaneous device utilized for declot tip of device retained in patient due to device failure. No adverse effects to patient and no additional procedures required. Patient was found to have chronic occlusion of the proximal right innominate vein with thrombus present in the mid/distal right innominate vein. Initial reconstruction attempts did yield a small patent channel through the area with central flow restored. During this portion of the procedure, a small distal portion of the mechanical thrombectomy device sheared off within the area of the chronic occlusion and embedded within the vessel wall. This was disclosed to the patient and has no clinical sequelae.